Manufacturer narrative:
(B)(4). Boston scientific received information from the clinical site that this patient was hospitalized. Following device interrogated, oversensing and inappropriate shock therapy was identified. The onset date was reported as (B)(6) 2016. The suspected cause and outcome of the event was not reported.

Event description:
---

Manufacturer narrative:
UDI = (B)(4); the patient was placed on an amiodarone drip that was not effective so the patient was then placed on a lidocaine drip. The patient was transported to the ccu for further monitoring. The patient's lidocaine level was drawn and was noted to be at a toxic level. The lidocaine drip was discontinued at that time. The patient was subsequently intubated and was started on a diprivan drip. Neurology was consulted for further assessment and management of a seizure-like episode. Neurology determined that this was all secondary to lidocaine toxicity and no anti-seizure mediation was needed. Chest x-ray showed some cardiomegaly and minimal congestion and possible small pleural effusion. The patient was extubated on (B)(6) 2015. A left heart catheterization was deferred until the patient's renal function improved. The patient was discharged on (B)(6) 2016 in stable condition. The clinical site did not report any programming changes to the device.

Event description:
Boston scientific received information that both treated and untreated episodes were reviewed. The device was exhibiting oversensing at a rate of approximately 160-180 bpm in untreated episodes #1, 3 and 4 and treated episodes #2 and 5. In treated episodes 6-8, intermittent oversensing occurred; however, the rate was approximately 200 bpm, the lowest programmed rate zone before the first charge marker. It was noted that therapy exhaustion had occurred in episode#7. Episodes #1-8 occurred within approximately 1 hour 10 minutes for each other. The patient's medical records were received and reviewed. The medical history was significant for coronary artery disease, status post-coronary artery bypass grafting, ischemic cardiomyopathy and congestive heart failure, status post-subcutaneous ICD placement as well as severe copd. The patient was now presented to the hospital with complaints of chest pain and ICD shocks. According to the clinical site, the device was interrogated and the patient was found to have received 10 shocks associated with sustained runs of polymorphic ventricular tachycardia. The clinical site concluded that review of ekgs showed a polymorphic ventricular tachycardia. Interrogation of the device revealed 10 delivered shocks with appropriate device function.